Event description:
It was reported that there was a lead insulation breach observed visually. The lead was electrically abandoned, however, it remains implanted. No patient complications have been reported as a result of this event.

Event description:
It was reported that there was a lead insulation breach observed visually. It was later reported that the system was upgraded and the lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.